Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer states a 8 fr ng tube was placed in right nare. Auscultation and xray were used to confirm placement. Clinician attempted to remove guidewire and the placement was confirmed by physician. The guidewire would not pull out. Charge nurse attempted but unable. The ng tube was removed and another ng tube was obtained from clean utility room but same problem with guidewire. Another ng tube, but different brand was placed successfully.